Event description:
High ground resistance readings on power cord. No injuries reported.

Manufacturer narrative:
Tech found high ground resistance readings on the power cord. Replaced the power cord to resolve this issue.